Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/26/2024, it was reported by a sales representative via email that the screw for the distal tibial hole, targeted through the aiming arm, did not go through the targeted hole. Instead, it was inserted anteriorly outside of the ar-9090-01s dualcomp hindfoot nail and not through the nail as anticipated. The screw went through bicortically, but not through the designed hole of the nail. Nothing broke off inside the patient. The screw was removed, and the nail was not affected. This was discovered during a ttc hindfoot fusion nail procedure on (B)(6) 2024. The case was completed successfully without further issues. The delayed three minutes however, additional anesthesia was not necessary. The patient did not suffer any negative effects on or after the procedure.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw/wrong size of the screw was used.